Event description:
Per the information provided to co by the physician's office, the device was removed due to "severe capsular contraction around cylinder(s) causing significant buckling". As reported to co, the pump/cylinder set and assembly kit component(s) only were removed and replaced. 06/02/97-upon receipt of an operative report from the physician/surgeons office, he stated... "Postoperatively, the patient had significant retraction of the scrotal pump proximally, which became fixed in position at the base of his penis. In addition, over the past few months the left cylinder became significantly distorted with apparent buckling, which made inflation/deflation difficult. Interoperatively, it was confirmed that capsular contraction and scar tissue formation had created this abnormality. The penis had to be re-sized and a smaller prosthesis inserted. The location of the pump was changed to a more dependent position in the opposite side of this scrotum".